Event description:
It was reported that during a da vinci-assisted surgical procedure, after a few minutes of use, the permanent cautery hook instrument washer at the front end of the electric hook fell off. Magnetic resonance imaging (MRI) was performed. There was a procedure delay greater than 30 minutes. The fragment was retrieved during a different procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The permanent cautery hook instrument has not been returned to intuitive for failure analysis.